Event description:
It was reported that the precise bipolar forceps instrument cable was noted to have a broken wire. It is unknown when the damage occurred. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found that the instrument did not have broken, frayed, loose, or damaged wires at the tip. Failure analysis also observed that the main tube had scratch marks throughout the length of the maintube. However, there were much larger scratch marks near the distal end. The scratch marks were both aligned and misaligned with the main tube. There was material removed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.